Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that he pin head of the control handle was broken. The pin head is used to help the control handle stable. This device is to help the control handle stable. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. The exact cause of this issue cannot be conclusively determined.

Event description:
The subject device was used during an uncertain procedure. The pin of the control handle of the device was failed. There was no pt injury reported.